Manufacturer narrative:
(B)(4). Batch #r92j60. Investigation summary: the device was received the lower jaw broken at distal tip. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Due to the damaged at the lower tip we were unable to investigate further the alert screens reported by user. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a lap hysterectomy procedure, the doctor reports that near the end of the case the device error coded and said to relax pressure and re-grasp. He did, but it continued to error code. They unplugged and re-plugged the device. The generator said to replace the instrument. After checking the event log on the generator, the code said initial hand switch stuck. They opened a second device and they received more error codes. The event log said surgical device unknown. The surgeon finished the case with a lap mono polar cautery. There were no adverse consequences for the patient.